Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, an operating room (or) staff experienced intermittent issues with the erbe generator in which a red question mark appears next to the active port. The staff would reboot the erbe generator to resolve the issue; the issue occurred on both days. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found erbe-related codes corresponding to those dates. The tse informed the caller that the red question mark indicated a communication issue that could be related to the energy cord or the instrument. The procedure was completed with no report of patient injury.